Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false negative result in social media..no additional details relating to any follow-up testing were provided.